Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. During the procedure, the chronic left ventricular (lv) lead exhibited high out of range pacing impedance. Programming changes were made. The patient had no adverse consequences.